Event description:
In 2008, it was reported to boston scientific corporation that a refurbished endostat ii electrosurgical generator was planned to be used; however, the complainant stated: "1 inch piece of plastic where patient grounding pad goes into is missing." The generator was not used in the procedure.

Manufacturer narrative:
The suspect device is not being returned for evaluation; the cause of the reported malfunction is undetermined.